Event description:
Arterial line supplies were gathered for use with a patient. As the package of tubing was being opened and the item removed, the rn noticed that the tubing had disconnected where it connects to the blood draw port. The tubing and packaging was removed from the area.